Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing hematoma was being irritated under the lifevest equipment. Patient described the area as a hematoma on the chest that bleeds from the pressure of the garments, with the electrodes leaving indentations in the skin. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.